Manufacturer narrative:
Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error 218 occurred, the fiber bonding in the outer tube area (distal end) was damaged, and the outer tube was damaged and therefore the dielectric strength was inadequate. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to the broken video cable, error 218 occurred and no image was displayed. Additionally, because the outer tube was damaged, the dielectric strength was inadequate. The most probable cause of the complaint could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope exhibited no image, stripes appeared on the screen, and an error. The event occurred during inspection for use. There were no reports of patient involvement.